Manufacturer narrative:
(B)(4). The complaint 900iw130 neopuff resuscitator was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the photograph provided by the customer and our knowledge of the product. Visual inspection of the photograph provided revealed that the maximum pressure relief valve adjustment knob cover is broken, however the gas inlet port did not appear to be broken. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage observed was most likely due to impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the gas inlet port of the 900iw130 neopuff infant resuscitator was broken. There was no reported patient involvement.